Event description:
Related manufacturer reference number: 3006705815-2022-01320, 3006705815-2022-01321, 3006705815-2022-01322, 1627487-2022-01443. It was reported the patient system was explanted due to a gram- (B)(6) cocci infection. Location of the infection is unknown as well as how the infection was treated.

Manufacturer narrative:
Date of event is estimated. A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
The reported issue of infection was not confirmed. This issue cannot be confirmed with product analysis. The anchor was returned in good condition. There was tooling marks on the locking mechanism. It functioned as intended when tested with a lab lead. Production records pertinent to sterility/package were reviewed for the returned product and no non-conformances were found. The root cause of the infection could not be determined.